Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards lifesciences affiliate in germany, the patient was undergoing a valve-in-valve transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 (s3) valve via transfemoral vein approach. The s3 valve was intended to be implanted within a pre-existing surgical mitral valve. During the procedure, difficulty was encountered when crossing the septum with the delivery system and valve. It was reported that these crossing difficulties contributed to enlargement of the iatrogenic atrial septal defect (asd), which was treated with an asd occluder device. The procedure was aborted. It was reported that if the tmvr procedure was re-attempted, an alternative approach (transapical) may be used.